Manufacturer narrative:
Result: brake rings.

Event description:
It was reported by service report that the brakes do not hold very well on the bed. No pt involvement or adverse consequences are reported.